Event description:
Report received indicated the patient experienced ulcerated, pink non-draining skin under the mass in the 6 o'clock position. The patient experienced the condition during a period of one month prior to complaint receipt. Patient has used product for one year. Preps will powder and barrier wipes and adds paste after drying. Patient treated with antibiotics. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA (B)(4) issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Sus/sur-fit natura 2 pc - 2 pc durahesive (dh) convex moldable wafer. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.